Manufacturer narrative:
The insulin pump passed all required test. However, the insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to confirm motor position encoder error alarm due to erased history file. The insulin pump was received with, case display window corner, reservoir tube lip, reservoir tube, missing end cap sticker, scratched lcd window and case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 10.7 mmol/l at the time of incident. The insulin pump will be returned for analysis.